Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A literature article reported that a patient experienced metamorphopsia in the operative eye and the intraocular lens had a small crack in it when they were seen the next day after surgery. There was no treatment needed and the encountered complications did not cause any negative impact on final outcomes regarding visual function. Glistening, anterior/posterior capsular opacification and incidence of nd:yag laser treatments with two aspheric hydrophobic acrylic intraocular lenses ¿ a long-term intra-individual study authors: bjorn johansson journal: acta ophthalmol. 2017:95: 671-677.